Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged atrial setscrew connector block. The returned device indicated a missing atrial set screw. The returned device indicated the bottom of the atrial grommet was damaged and had foreign material on the bottom surface of the grommet. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead socket screw was missing on the implantable pulse generator (ipg). Another device was successfully implanted. No patient complications have been reported as a result of this event.